Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited an elevated short v-v interval count. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.